Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by a sales representative via phone that an ar-13995n multifire scorpion needle, the tip broke as the surgeon was going through the tendon the needle hit the acromion and broke off. The broken fragment was not retrieved. This was discovered during use in rotator cuff repair procedure on (B)(6) 2021. The case was completed using by opening a new ar-13995n using the same ar-13999mf. No x-ray was taken at the time of the procedure.